Event description:
Physician was shocked during a procedure. The physician sustained a small burn mark on the thumb. The procedure was completed with the same device. No medical intervention was needed.